Event description:
Erratic blood glucose results of 300 mg/dl versus 60 mg/dl during back to back testing. It was reported when obtaining the 300 mg/dl result, customer took 8 units of insulin and then "bottomed out" however did not provide any other information or want to further discuss. No medical treatment was reportedly sough or rec'd and customer self treated by eating cookies to elevate glucose. A request was made for the return of the suspect product and replacement product was sent.